Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced erosion through the meatus with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the cylinders were removed. The patient fully recovered following the intervention.